Event description:
A malfunction alarm on the tandem pump was reported by the caller, identified as malfunction code 12, but no significant events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs.